Manufacturer narrative:
Analysis: the returned device appears to have been primed; residue is present on product surfaces. Results of visual exam notes solvent occlusion at the distal basket tip assembly. Findings from pressure testing of the unit shows complete device occlusion noted when either air or fluid was applied to the device. Destructive analysis of the product's basket tip assembly shows excessive bonding solvent present from the manufacturing process on the component, resulting in complete occlusion of the malleable tubing related to the reported device blockage. Conclusion: no patient event. Reduced device performance occurred and was related to the reported product problem.

Event description:
Information received indicates increased pressure was noted in the cardioplegia line during the case. Intra-operative product inspection noted possible device blockage and no delivery of cardioplegia seen. The unit was changed-out during the case with no consequence and no blood loss reported for the patient.